Event description:
The customer reported a sheath separation caused from low occlusive pressure occurred. Started with pressure applied 3cm above puncture site, some bleeding when dilator/wire removed. More pressure applied. First collagen plug deployed resistance met half way. Retrieved teflon under fluoroscopy with hemostats, successful removal, collagen not deployed. Hemostasis achieved. Oral antibiotics ordered. Patient stable, no further complications reported.